Manufacturer narrative:
The li-ion battery (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4). A visual inspection was performed and no physical damage was observed to the battery upon receipt. A review of archive was performed and showed fault error; thus confirming the reported complaint. Functional testing of the battery was performed; the battery was inserted into the test autopulse platform and the platform did not turn on; thus confirming the reported complaint. Further testing, the battery was placed into a test multi-chemistry battery charger and the red leds illuminated on the battery charger indicating that the battery charging failed. The battery status was checked with 4 green leds lit up. The battery was also tested with the battery tester and failed to communicate with each other causing the battery to disable. In summary, the reported complaint was confirmed during archive review and functional testing. The root cause of the problem could not be determined. Battery manufacturing date is 2016-05-04.

Event description:
It was reported that autopulse platform would not power up with a fully charged battery. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.